Event description:
It was reported that the patient experienced chest pain and fatigue. The right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.